Event description:
Bilateral patient: litigation papers allege discomfort and pain in both hips. It is further alleged it became increasingly painful for him to walk, move his legs, and rise from a seated position.

Event description:
Bilateral patient: litigation papers allege discomfort and pain in both hips. It is further alleged it became increasingly painful for him to walk, move his legs, and rise from a seated position. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. Additionally, the right hip (doi: (B)(6) 2009) is a duplicate of another complaint and has been rejected. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised due to pain and high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
**Update** (B)(6) 2013 - asr/supplemental information received. The dor for the left hip has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
Depuy considers the investigation closed at this time.